Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s spouse turned it by mistake to high. It was noted that they were checking to see if it was working and changing device programming was what led to the reported issues. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had the device implanted on the monday prior to the call and the day of the call was the first day that the patient did not feel stimulation. When the patient's husband checked the implant stimulation was set at 3.8, but the patient did not know how stimulation got up that high, but also stated that their husband might have done it. Additionally, when stimulation was that high the patient indicated that stimulation went down the back of their leg and felt "almost like a lightning bolt." During the call, the patient was assisted with decreasing stimulation from 1.9 to 1.7 and the patient confirmed that the could feel something in the buttocks area and also confirmed that stimulation was comfortable. The caller was advised that stimulation should be kept at a comfortable level and the patient should only make adjustments if stimulation is uncomfortable or if they are not getting symptom control. The issue was reported to have been sudden in onset, but the stimulation issue appeared to be resolved at the time of this report. There were no further complication reported or anticipated.